Event description:
This report summarizes two (2) malfunction events. A review of the events involves an abutment not functioning as expected. The reports were received with no patient adverse events. No information regarding patient demographics was provided as well.

Manufacturer narrative:
There were two (2) malfunction events reported associated with the abutments not functioning as intended. 1 of the 2 devices reported was not returned for investigation. Therefore, no conclusion may be drawn. No known lot number was reported. So, production documents can not be reviewed. 1 of the 2 devices reported has a pending investigation. Therefore, no conclusion may be drawn. Device: biohorizons unknown prosthetic/component prosthetic screw, multi-unit, regular (pack of 5) this report was attempted to submit on 04/29/2022. However, due to webtrader system issues, the report would not transmit via webtrader. An esg helpdesk ticket was opened on 04/29/2022 covering the issue. The ticket number was 308034. Ticket 308034 was resolved on 05/03/2022. Hence, allowing for the attempt to transmit on 05/04/2022.